Event description:
It was reported that balloon detachment occurred. A 2.50mm x 20mm emerge balloon catheter was selected for use; however, when the device was removed from the package, the balloon simply fell apart. No other information available.

Event description:
It was reported that balloon detachment occurred. A 2.50mm x 20mm emerge balloon catheter was selected for use; however, when the device was removed from the package, the balloon simply fell apart. No other information available.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an incomplete emerge mr balloon catheter. The device was visually and microscopically examined. There was a separation of the shaft at the proximal end of the rapid port exchange. The separated end appears jagged indicating force was applied to the device. The hypotube was returned in full and had no damage or irregularity. The portion of the device from the proximal end of the rapid port exchange to the tip end of the device aside from the hypotube failed to return for further analysis. Product analysis confirmed the reported event as there was a shaft separation to the device.